Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing and pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.